Event description:
Technician alleged that the left side rail will not stay up. No pt was injured.

Manufacturer narrative:
Technician found the weld assembly was damaged. The technician replaced the side rail to resolve the issue.